Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint at u1 keypad assembly. Pump passed the dat at 0.08730 inches. No pump error 38 during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a no motor movement and hardware low level failures. The customer¿s blood glucose level was 27.0 mmol/l. The customer was assisted with the troubleshooting and on the basis of the customer¿s report the customer was alleging the insulin pump for the under delivery of the insulin pump. The insulin pump will be returned for the analysis.